Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record (lhr) and corrective action tracking system database for the reported lot could not be performed as the lot number and part number are unknown. Based on the information reviewed, and due to limited information available from the article the cause for the reported death could not be determined. The reported patient effect of death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.e1 - first/middle/last name, title updated from "unk" to (B)(6) dr."occupation updated from na to "physician".

Manufacturer narrative:
The clips remains in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes attributed to adverse event, date of event, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient effects and malfunctions reported in the article are captured under separate medwatch reports. Attachment: article titled, one-year results following pascal-based or mitraclip-based mitral valve transcatheter edge-to-edge repair.

Event description:
This is being filed to report the patient death. This was a study comparing the pascal and the mitraclip systems for mitral valve transcatheter edge-to-edge repair (teer). The primary endpoints assessed were procedural success [as defined by the mitral valve academy research consortium (mvarc)] composite endpoint comprising residual mr, functional class, and a composite endpoint comprising death, heart failure hospitalization, and mitral valve re-intervention. The study concluded that in high-risk patients with severe mr undergoing mv teer with the mitraclip or pascal device, procedural safety, efficacy, and clinical improvement after 1 year are comparable. Details are listed in the attached article, titled one-year results following pascal-based or mitraclip-based mitral valve transcatheter edge-to-edge repair. No additional information was provided.